Event description:
The surgeon reported a corneal burn during phacoemulsification of a cataract. The event occurred following a pre-chop phase, as the removal of prechop debris and viscoelastic was starting. The pt was reported as doing well post-op, with a good prognosis.